Manufacturer narrative:
Zimvie complaint number (B)(4). G4: premarket identification PMA/510(k) #: k011028/k013227.

Event description:
Doctor reports after placing the implant at tooth site 36, it did not obtain primary stability and also they could not disengage the mount. They could finally forcibly remove it and placed another implant of the same type in position.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimvie complaint number (B)(4).